Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample was not received for evaluation. Synovis performed a batch review for lot spce113-06f0143 and no issues were identified and all specifications for release were met, and no non-conformances, failures, reworks, deviations, or changes to test methods, process, or procedures were noted that could support the reported complaint. Tier I and tier ii batch review demonstrated that the peri-guard patch had an endotoxin level (revealed via la testing) of less than 0.01eu/ml. This level meets the requirement for the dura-guard specification. After assessing the incident rate of the failure, an order of magnitude drop in the rate of occurrence was identified ever since the current labeling was put in place on dura-guard in 2012. At this time there are no plans to change our labeling. No trend was identified. The root cause of this event is an inadvertent product substitution of peri-guard for a dural application. This complaint is confirmed based on customer description. No further investigation is necessary. Baxter followed up with the reporter on the instructions-for use and the correct indication for use of the product. This is the first complaint of this nature received for this product lot. This case will be kept on file for trending purposes.

Event description:
It was reported to baxter that a customer thinks a nurse provided a neurosurgeon with peri-guard to use in a dural space (patient had a cranioplasty) (off-label). No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: dura-guard processing is identical to all tissue-guard processing (including vascu-guard), with one exception: the dura-guard product has a tighter limulus amebocyte lysate (lal = endotoxin testing) endotoxin specification as per the us pharmacopeia requirements. This lower lal threshold differs from those in the other tissue-guard products because dura-guard is used in contact with csf. Dura-guard device endotoxin specifications require <2.4 EU (endotoxin units) per device or <0.06 EU per ml. Peri-guard, peri-guard supple, and vascu-guard specify <20 EU per device or <0.5 EU per ml. After consideration for potential harms and worst-case scenarios an adverse health consequence is reasonably expected to result from this issue. Documented retraining of user (surgeon) is recommended, by explaining the difference in the levels of endotoxins. A follow-up report will be submitted upon review of the instructions for use with the surgeon.